Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero minibore pressure rated extension set was damaged the following information was received by the initial reporter with the following. It was reported by customer that while using the max zero extension set (ref #mz5302), the tip of luer connection broke and stuck in hub of PICC line. There was no harm to the patient.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of component damage - no leak could not be verified due to the product not being returned for failure investigation. A device history record review for material# mz5302 and lot# 24119435 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 29nov2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional info.

Manufacturer narrative:
One sample was returned for investigation. The set returned was not damaged. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for material # mz5302 and lot # 24119435 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 29 november 2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional info.